Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulty occurred. As reported, "wouldn't come out of guide cath." The procedure was completed with another device. No patient complications occurred.